Manufacturer narrative:
Result: the 5max ace was fractured approximately 78.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that after handling the device with extreme care while removing the 5max ace from its packaging it was cracked in two pieces in the middle of the catheter. Evaluation of the returned device revealed that the catheter was fractured approximately 78.0 cm from the hub. Although, it was mentioned in the complaint that extreme care was used, this type of damage typically occurs due to improper handling during removal from the packaging. If the device is manipulated at an angle while force is being applied, it is likely that damage such as this will occur. The packaging used, protects the device, making it impossible for the device to fracture during transit. The 5max ace devices are 100% visually inspected for damage during in-process inspection. Devices that do not pass our visual inspection are rejected and disposed of. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, the 5max ace catheter was found fractured into two pieces and was not used. The procedure successfully continued using a new penumbra system 5max ace reperfusion catheter.